Event description:
The customer reported the device needs repair/service. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken ail sensor (right side) and damaged bottom rear case. Replaced corroded right/ left iui's. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - damaged/ cracked (right side). Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 04/12/2019 to present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200287481 for out of calibration/ high reading, which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs repair/service. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device needs repair/service. No patient involvement.